Event description:
The bipolar forceps was intact. During the elective sterilization procedure, (laparoscopic tubal ligation) the kleppinger bipolar instrument came apart while inside the patient attached to the fallopian tube. This resulted on the instrument locking on the tube. The instrument could be removed without causing injury to the patient or a need for an additional procedure.